Event description:
The customer reported that the alarm is being used with a sensor pad and seat belt. When the seat belt is unfastened and/or weight is lifted from the sensor pad, the alarm will not sound. They tested the alarm with different sensors and multiple seat belts and the sensors worked fine. There was no pt injury reported.

Manufacturer narrative:
(B) (4). The product has been requested to be returned but has not been received. (B) (4).